Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed at another system. Philips field service engineer (fse) visited the site and confirmed that reported issue. After reviewing the log, fse found enable movement (enmv) active error. Upon troubleshooting, fse deactivated the system, removed the geo module, and connected a spare emergency stop plug, confirming successful post results. To resolve the problem, fse replaced geo module and return the part for further analysis, but no failure found. After replacement of geo module was completed, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.